Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Event description:
The complainant reported a patient was implanted with an impella 5.5 for mechanical circulatory support. During support, the patient experienced a few beats of ventricular tachycardia (vt). The impella was pulled back 0.5 centimeters and was optimized. There was no vt overnight or the next morning. Subsequently, the patient was having increased runs of vt again. The impella was repositioned again. There were no acute concerns noted. The patient continues on support.

Manufacturer narrative:
Additional information received b5 updated. The investigation of the reported failure mode has been completed. No product was returned. Tachycardia: the root cause of the injury was unable to be determined due to insufficient clinical details. Device in wrong position (positioning issue): the cause of the positioning issue was unable to be determined due to insufficient clinical details. Device history review: the device passed all the post sterile inspection checks.

Event description:
The patient was successfully bridged to transplant.